Event description:
It was reported that during care of a (B)(6), the autopulse platform performed 8 compressions and then displayed a "system error, out of service" message. Customer replaced the battery but the message did not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/09/2015 for investigation. Investigation results as follows: visual inspection was performed and the following was observed: both patient head restraint brackets were cracked. From the condition of the returned unit, the cause of the damages appear to have been due to wear and tear. Upon functional testing, the platform was powered on and a "system error - out of service, revert to manual" message displayed, thus confirming the reported complaint. No further testing could be performed due to the "system error" message. Further inspection of the platform confirmed that the "system error" was caused by the drive train motor brake gap being out of specification. The gap was measured to be 0.016", while the specification is 0.008". As a result of the brake gap being too large, both set screws would not lock into the encoder dimple locking hole, causing the brake to disengage. After adjustment of the brake gap, the device was functionally tested with no error messages or advisory codes observed. The device passed all functional test requirements. There were no user advisory or error messages observed on the reported event date of (B)(6) 2015. However, the reported "system error" (error code 139 - unable to hold compression position) message was confirmed to have occurred on (B)(6) 2015. Based on the investigation, the part(s) identified for replacement were the patient head restraints. In summary, the reported complaint was confirmed upon functional testing as well as during platform archive review. The "system error" message was attributed to the brake gap being out of specification. Following service, including readjustment of the brake gap back to the specification of 0.008", the device passed all test criteria.